Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified a flat crease and a curved opening on the plug strap. A leak test and microscopic analysis were performed which identified a greater-than 1-millimeter void in the non-textured, valve-to shell-bond area, and a striated opening on the plug strap. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a striated opening on the plug strap due to surgical damage, consistent with the use of a surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was implanted beyond the expiration date. Device has been explanted.